Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device was working really well for her until about 3 weeks ago. The patient stated that the device stopped helping her "problems" and she tried to increase stim but cannot feel anything like she did before. The caller stated that she thinks her home microwave or bending exercise may have affected her device. The caller also mentioned she did not have any fall or trauma. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va23mgf. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the x-ray determined slight lead migration. A change of programming took place, the issue was resolved and the patient symptoms have improved with the change. No further patient complications are anticipated or expected as a result of this event.